Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent secure on the balloon. The stent and balloon were microscopically examined and no damage or irregularities were identified. The stent was received tightened on the balloon between the markerbands and wasn¿t moved. The stent was checked to see if the stent would move and the stent would not move. Inspection of the device presented no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous renal artery. Following placement of a 4.5 non-bsc introducer sheath and a non-bsc guide wire, a 6.0mmx14mmx150cm express¿ vascular sd stent was advanced; however resistance was encountered. Then, somehow the device was able to cross the lesion. Before dilation was performed, positioning was checked under cine-angiography, and the proximal part of the stent was then found to be slightly shifted from the balloon part. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous renal artery. Following placement of a 4.5 non-bsc introducer sheath and a non-bsc guide wire, a 6.0mmx14mmx150cm express¿ vascular sd stent was advanced; however resistance was encountered. Then, somehow the device was able to cross the lesion. Before dilation was performed, positioning was checked under cine-angiography, and the proximal part of the stent was then found to be slightly shifted from the balloon part. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.